Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving unknown baclofen (2000mcg/ml at 710mcg/day). The indications for use included intractable spasticity and post spinal cord injury. It was reported that the patient was scheduled for a normal pump replacement and there were no signs or symptoms of infection. After the incision was made, pus type drainage ran out of the incision. The catheter was clipped off and cut below the connector, and the pump was removed. Swab tests were performed to rule out infection, and the patient was to be scheduled for a catheter and pump placement in the future. The situation was unresolved at the time of report, and the patient's status was alive - no injury. There were no environmental, external, or patient factors that were thought to have led to the issue, and no further complications were reported or anticipated.

Manufacturer narrative:
Evaluation conclusion code does not apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on 2017-jun-06. It was reported that the swab tests showed nothing growing, but a blood culture was performed on (B)(6) 2017. It was expected to take about 72 hours to get the results back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2017-jun-20 and a manufacturer representative on (B)(4)2017. It was reported that the patient's medical history included spasticity and c5 quadriplegia due to a motor vehicle accident. Concomitant products included an albuterol inhaler, bisacodyl, multivitamin, and cialis (tadalafil). It was noted that the patient's baclofen was discontinued on an unspecified date in response to the reported events, and the patient went through baclofen withdrawal (this was not specified). The results of the reported blood cultures taken during the pump removal were negative. Treatment for the pump pocket infection included an infectious disease consultation and intravenous ancef (cefazolin) every 8 hours for 3 days. On "(B)(6)2017," the patient was discharged from the hospital and no longer had any antibiotics. The patient was scheduled for pump implant on (B)(6)2017.